Manufacturer narrative:
Qc results were within customer's specifications prior to and after the event. The specimen was centrifuged at 3,000 rpm rcf for 4 minutes. No other results or assays were questioned at the time of this event. A field service engineer (fse) was dispatched to the customer's lab on 02/02/07: the fse replaced cracked ejector plate and all three mixer spinners and completed all wash arm alignments. The fse performed diagnostic testing and results passed within specifications. The fse verified the instrument performance per established procedures. Poor sample integrity may have contributed to this event. However, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneously high troponin (accu tni) results, from a single patient sample, that were generated by the unicel dxl 800 access instrument. A patient sample was tested for accu tni and a result of 3.84ng/ml was obtained. On the same day, the customer re-tested the original sample for accu tni and the repeated result was 0.77ng/ml. The customer re-centrifuged the original sample and then re-tested for accu tni and the results were: 0.45ng/ml, 0.28ng/ml, and 0.23ng/ml. In addition, the re-centrifuged sample was tested on a different instrument in the customer's lab for accu tni and a result of 0.20ng/ml was obtained. It is unknown, if the erroneous results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.